Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to increased pain. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient underwent a system modification procedure. A catheter occlusion occurred, and a catheter revision was performed. The event date was (B)(6) 2017. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Conclusion code 22 no longer applies and instead conclusion code 67 applies. Patient code no longer applies and instead applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving infumorph 20 mg/ml for a total dose of 3.405 mg/day. At patient visit on 2017 (B)(6) the patient complained of ineffective pain control. It was noted there was a large amount of residue in the pump, where the anticipated volume was 6.1 and the actual was 15.2. Fluoroscopy performed on 2017 (B)(6) found the catheter to be occluded/catheter occlusion. Other surgical intervention occurred where the catheter was changed on 2017 (B)(6). The device diagnosis was catheter occlusion. The outcome of the event resolved without sequelae on 2017 (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was updated to 2017 (B)(6). No further complications were reported/anticipated.